Event description:
One pt sample with initial negative results for urine leukocyte, blood, and protein. A microscopic examination of the same sample was performed, showing 30-40 wbc and rbc/hpf. The same sample was then retested twice and gave results of 250/ul for blood, 500/ul for leukocytes, and 100 mg/dl for protein. The initial results were reported, pt not adversely affected. If add'l info is rec'd, appropriate notification will be provided.